Event description:
Patient suffered an accidental, self-inflicted, gunshot wound to the head resulting in a comminuted right mandibular ramus and condylar neck fracture. Patient underwent orif of the right mandible and was implanted with a 2.4mm ti locking reconstruction plate, with angle, 2.4mm ti locking screws, self-tapping, 1.5mm ti adaption plate and 1.5mm ti cortex screws, self-drilling. Patient reported one of the plates was noted to be broken. To date, patient has not been revised.

Manufacturer narrative:
Legal department has requested additional information. Subject device currently remains in the patient. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.